Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of recurrent lower extremity deep vein thrombosis and high risk for pulmonary embolus was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed percutaneously and the filter delivery sheath was advanced. A cavogram was performed which demonstrated the vena cava to be free of filling defects and the left renal vein was identified at l1-l2. The delivery system was advanced and the filter was deployed with the tip at l1. The filter opened well and remained central and in stable position. The delivery sheath was removed and hemostasis was achieved. The patient tolerated the procedure well and was transferred in stable condition. Approximately five years ten months post filter deployment, the patient was scheduled for filter retrieval as there was a detached filter limb and the filter was no longer needed. Prior to intervention, the filter was located at l2 in a fully deployed position with a detached limb. There was no apparent tilt of the device. The filter was successfully removed from the patient and the detached limb was seen partially embedded in the caval wall. The detached limb was successfully removed with the use of endobronchial forceps. Completion venogram was performed. The filter and detached filter limb were sent to pathology for gross review only. The patient was discharged the same day in good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years ten months post filter deployment, during a scheduled retrieval procedure, there was a detached filter limb. There was no apparent tilt of the device. The filter was successfully removed from the patient and the detached limb was seen partially embedded in the caval wall. The detached limb was successfully removed with the use of endobronchial forceps. Therefore, based on the provided information the investigation can be confirmed for a detached filter limb. The investigation is unconfirmed for the alleged filter tilt based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately five years ten months post filter deployment in a patient with history of recurrent lower extremity deep vein thrombosis, the filter allegedly detached, tilted and embedded in the caval wall. The filter and detached limb were removed percutaneously. There was no reported patient injury.